Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. Since sterility of this product is assured by sterilization validation, we would be allowed to rule out the possibility of this product directly causing infection. We suppose that some factor related to postoperative management caused this adverse event. The osferion bone void filler package insert states in the following section: <adverse events> infection this report is being submitted as a medical device report is an abundance of caution.

Event description:
This is a report from a surgeon who treated a patient by using two different types of artificial bone: one artificial bone was manufactured by a different manufacturer, and the other was manufactured by our company (hereafter, this product). According to the surgeon, the patient developed infection at the surgical site after the surgery. We have had no information yet about the exact date when the infectious findings appeared. The surgeon is now planning to carry out reoperation.